Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the rotor mc failed to home (100.5). Reboot resolved the issue and the system was used successfully. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system showed a collimator initializing error when turned on for the day. Rebooting gave the same error. The image acquisition system (ias) and mobile view station (mvs) were rebooted separately and then the umbilical was connected and the error did not display anymore. No patient present.